Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient had experienced a pneumothorax. The ion system functioned without complications, and the procedure was completed according to plan. The target nodule measured 1.3x2.8 cm and was located in the right upper lobe. Although the physician was unsure about pneumothorax visibility on the intra-procedural cbct spin, subsequent post-operative chest x-ray confirmed a moderate sized pneumothorax. Consequently, the patient needed a 14 french chest tube placed and remained hospitalized for one day before being discharged home. The physician believed the pneumothorax likely developed during right main stem intubation, as potential indicators were observed on the cbct spin. The final diagnosis confirmed aspergillus.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.